Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
Additional information received indicated that the device was explanted. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital with an alert due to an extended charge time. A manual capacitor maintenance was performed successfully. The device was recommended to be replaced due to an advisory warning. The device remains implanted. The patient was stable before, during, and after the event and will continue to be monitored.